Event description:
It was reported that a case of thrombosis occurred while using the 3 lumen 5.5fr catheter. The patient with congenital heart disease was ventilated at the time of the thrombosis. The patient had cardiac surgery deferred due to the thrombosis. The thrombosis was detected 7 days after the catheter was inserted. It is suspected that the cause of the thrombosis could be that the catheter used was too large for the vessel.